Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got a urinary tract infection by using the purewick female external catheter and thought that it might be due to the wick was not placed properly. Also stated that the patient had been in the hospital for a while. It was unknown what medical intervention was provided for the urinary tract infection.

Event description:
It was reported that the patient got urinary tract infection by using the purewick female external catheter and thought that it might be due to the wick was not placed properly. Also stated that the patient had been in the hospital for a while. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as use related issue and no sample was returned. A potential root cause for this failure could be "user attention failure, places device incorrectly or is unaware of the proper placement of the device". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''the IFU also states: ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs". ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.